Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(4) 2016 with a high blood glucose level of 14 mg/dl. The customer was found by their spouse unresponsive. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer was not wearing the insulin pump during their hospital stay. The customer was assisted with reviewing the settings on their insulin pup and was advised to call back if any issues occurred with their insulin pump.